Event description:
The patient reported to the manufacturer on 10/14/2006 that they underwent complete system removal due to a staph infection. Additional information was requested by the manufacturer from the physician. The hcp reported on 01/12/2007 that the patient presented in 2003 with a sign of infection that included drainage, one month after the ins system was implanted one month earlier. The patient did not have meningitis and perioperative antibiotics had been administered at the time of implant in 2003. The hcp reported the primary location of the infection was the lead track and a culture was obtained from the lumbar region. The type of organism culture was reported to be both coagulase negative staph and beta hemolytic streptococcus. Treatments instituted for the infection included IV antibiotics and the patient realized total device system explant. The exact date of product retrieval was not reported by the hcp, but review of the manufacturer's device registration system shows the product was likely explanted in 2006. The device was explanted, but has not been returned to the manufacturer for analysis. The infection reportedly resolved.